Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed a gray bar upon interrogation. Attempts were made to interrogate the device with wireless telemetry for multiple days. The battery voltage was missing from today¿s check, but it was present yesterday and from the day before. The device was not used. There was no patient involved in this event.